Manufacturer narrative:
Device no returned for evaluation.

Event description:
It was reported that due to erosion the patient had his artificial urinary sphincter(aus) removed on unknown date. No new device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.